Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap sleeve cholecystectomy - "the doctor said the clip crossed and cut the duct." Patient status: "stable."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering found that the shaft was bent. During functional testing, engineering could not replicate the customer's experience of clip scissoring and could not determine the exact root cause. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.